Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a 3.50 x 20 synergy¿ drug eluting stent was selected for use. However, upon unpacking the device, it was noticed that the stent "came out wrongly" from its sheath. The device was not used and no patient complications were reported.